Event description:
Pt presented to emergency room with infection cultured as pseudomonas aeruginosa after procedure performed on right foot. Pt had received clinipad alcohol prep prior to injection of pre-op local infiltration of meds.